Manufacturer narrative:
G1. Mfg contact address: corrected two samples were received for evaluation. Visual inspection was able to verify the reported problem. After cutting out the particulate from the stopcock, the particulate was confirmed to be embedded in the plastic. The cause for this failure mode is related to a contamination during the molding process of this component. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after opening the package, two sets were found to have impurities in the connectors and pipes. There was no patient involvement.